Manufacturer narrative:
(B)(4). Technical support recommended replacing the single board computer, display cable and or control board. Although requested, information regarding device repair was not provided.

Event description:
It was reported that a ventilator display flashed a white screen during the power on self test (post) and it would not complete post. The device flashed the white screen each time it was turned on. There was no patient involvement.